Event description:
It was reported that following deployment of the filter, the distal tip of the pusher wire caught a leg of the filter and shifted the position of the filter slightly downward. The physician was able to nudge the filter up using the sheath. The deployment system was removed without difficulty. The filter remained in place. No patient injury was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Despite attempts, the delivery system has not been returned for evaluation. The filter remains implanted. It is unknown if patient or procedural factors contributed to this event. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown.